Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels in the 50s mg/dl. Cause was not known. A replacement pump was sent to the customer to resolve the issue. No further information could be obtained.